Event description:
It was reported that after implantation of a 3.0x12 xience xpedition stent in the 90% stenosed proximal left anterior descending (lad) coronary artery, a plaque shift occurred. A 2.5x08 xience xpedition was implanted to cover the plaque shift, but this resulted in a small dissection. A third xience xpedition, 3.0x12, was implanted to treat the dissection in the mid lad. There was no adverse sequela reported. On (B)(6) 2013, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there were no reported product deficiencies. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.the other xience xpedition device referenced in b5 is being filed under a separate medwatch MFR number.